Manufacturer narrative:
Method - a review of the manufacturing paperwork is being conducted. Please see add'l devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with one gore excluder aaa endoprosthesis featuring c3 and a gore excluder aaa endoprosthesis contralateral leg component to treat an abdominal aortic aneurysm. It was reported that the patient had her left kidney taken out and her right kidney had a large amount of stenosis. A proximal type I endoleak was revealed on an angiogram shot during the procedure so the proximal portion of the trunk-ipsilateral leg component was ballooned and the endoleak was resolved. On the final angiogram, it was noticed that the right kidney no longer had any blood flow. The physician felt that a piece of emboli may have come loose and became stuck in the right kidney during the ballooning of the devices. The physician decided to convert the patient to an open procedure and remove the two gore excluder aaa endoprosthesis. The device were discarded at the facility. The physician sewed in a vascular graft to treat the abdominal aortic aneurysm and performed a bypass procedure from the right kidney to the right common iliac artery. The patient tolerated the procedure. On (B)(6) 2011, the patient died. The cause of death was sepsis.